Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08760 inches. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. Device was monitored for 1 day. No a21 alarm or a47 alarm noted during testing. However, a47 alarm in the alarm history screen due to corrupted history file. Device uploaded properly using carelink. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2019, with unknown blood glucose. Customer was in intensive care unit for 21 days as a result of diabetic ketoacidosis. The customer was treated with long acting insulin drip. Customer reported that the insulin pump was not working anymore. Customer also reported multiple insulin pump error alarm but they were able to clear it and rewind the insulin pump. The insulin pump will be returned for analysis.